Event description:
The patient was admitted for a procedure on (B)(6) 2009 with a lesion in the circumflex. The vessel was tortuous. During angioplasty, the physician was connecting an indeflator to a 2.5 x 28mm cypher select plus, and the hub cracked. The physician used another product to complete the procedure. There was no pt injury reported.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.